Manufacturer narrative:
(B)(4). The reported issue was not confirmed. A cause was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
During troubleshooting of a system error (se) 2051 that appeared on the homechoice (hc) display during initial drain, it was revealed that there was air in the patient line. The technical service representative (tsr) advised the home patient (hp) to end therapy and restart with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. Several attempts were made to the patient, but product surveillance was unable to reach the patient. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.